Event description:
- - 20230110 : patient contacted min clinic and shared the center of the treatment area in rt. Underarm color was changed to blackish and found a small hole, skin peeling and bleeding. - - 20230113 : assessed by dr.(B)(6) and provided wound dressing. Prescribed cepa antibiotics (via IV) + antibiotics oral medication. - - 20230118 : surrounding area of problem area in rt. Underarm was turned to black and lt. Side of underarm was also turned to blackish. - - 20230119: assessed by dr.(B)(6) and provided wound dressing. Prescribed cepa antibiotics (via IV) + antibiotics oral medication. - - 20230210 : patient contacted clinic to share he is experiencing swelling, heat sensation, pain were started in lt. Underarm. - - 20230211 : assessed by dr.(B)(6) and prescribed cepa antibiotics (via IV) + antibiotics oral medication. - - 20230428 : patient sent his photo and found a hole in lt. Underarm - - 20230429: assessed by dr.(B)(6) and prescribed cepa antibiotics (via IV) + antibiotics oral medication. - - 20230831: patient contacted clinic to share that the same area of lt. Underarm was inflamed again, also causing bloating and severe pain. - - 20230902 : assessed by dr.(B)(6) and prescribed cepa antibiotics (via IV) + antibiotics oral medication.